Event description:
Complainant alleged that during functional testing, the associated device failed self test using these one step complete electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.